Manufacturer narrative:
The customer's report that the tubing set leaked could not be confirmed. A picture of the set was provided by the customer. However no anomalies or leaks were observed in the picture. The root cause of this failure was not identified.

Event description:
The customer reported that toward the end of an etoposide infusion the tubing set began to leak chemotherapy onto the floor. The rn examined the set and found that the leak appeared to be coming from inside of the IV pump chamber. There was no patient harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that toward the end of an etoposide infusion the tubing set began to leak chemotherapy onto the floor. The rn examined the set and found that the leak appeared to be coming from inside of the IV pump chamber. There was no patient harm.